Event description:
In 2004 patient was changing insulin cartridge and patient noticed a crack in the device's insulin cartridge chamber and along the device case. Patient also used an insulin cartridge that had a hairline crack in it and insulin leaked into device's insulin cartridge chamber. Patient did experience elevated blood glucose levels (up to 400's (mg/dl)), and patient feels the device being cracked is the reason for the high blood glucose. Patient self-treated high blood glucose by bolusing. Patient is not sure if error/alert was generated by the device.